Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer's insulin delivery had stopped and the resume pump alarm sounded. The contact knew what the resume pump alarm was; however, did not know what caused the insulin delivery to stop. As the customer was not with the contact at the time tandem customer technical support (cts) was telephoned, troubleshooting to determine the cause of the event could not be determined. The contact declined further assistance from cts.

Event description:
There was no reported impact to the customer's blood glucose level.